Event description:
The patient was implanted with a left ventricular assist device (lvad). The bio-med reported that the patient received a pump stop. A review of the log file contained the reported pump stop while connected to a power module.

Manufacturer narrative:
The patient is ongoing and continues on lvad support. No further pump stoppage has been reported. The hospital applied rescue tape to stabilize the area of the driveline which they had suspected might of been a possible cause. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.